Event description:
The patient reported that he started using v-go last week. Patient mentioned that v-go does not want to stay on his body and keeps coming loose. Patient stated that he cleans the sites thoroughly with an alcohol swab and uses no lotions or ointments except body wash while in the shower.